Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the tip of two knives were not as sharp as usual. Procedure details information is unknown. There was no report of any patient involvement or patient harm. Additional information has been requested.